Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer: yes date returned to manufacturer: oct 5, 2021 device evaluation: the complaint sample was received at the manufacturing site which consisted of the activated glass cylinder placed into the plastic holder with the plunger rod attached. The customer¿s cannula with protection sheath was attached at the luer-mount on the holder. The assembled syringe was placed in a plastic bag. The complaint cylinder was reactivated, and a small amount of the remaining solution was expelled from the glass cylinder through the perforation needle. No particles were observed when expelling the solution. The syringe functioned as intended. Based upon the customer¿s narrative and the examination of the complaint sample, the customer¿s report has not been confirmed as the material find observed by the customer was not returned and no video of the operation was included. The probable cause is likely from an irregular perforation of the gray rubber membrane when the product was activated for use. This can generate a small piece of rubber material which can be injected into the patient¿s eye and can appear white. This is a known issue and can be a user error. Manufacturing records review: the manufacturing records for the product were reviewed. For this lot, all devices meet material, assembly, and performance specifications at the time of product release. A search for related complaints for the lot reported from the last 12 months was conducted using and no related complaint(s) were found. Conclusion: based on the information obtained, there is no indication of product malfunction or product quality deficiency, and the reported issue was not confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the healon was injected into the eye during a cataract surgery, a small white mass came out of a needle tip. The mass was removed with irrigation/aspiration (ia).the operation was successfully completed as planned. There was no patient injury reported. No further information was provided.